Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Not all the broken fragments were retrieved from the patient. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration cannot be determined for the retained pieces. No further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use in a cuff repair, the anchor was tapped in to the first thread, enabled suture lock and started twisting the anchor body in, after that the body of the anchor started "peeling" from inserted and then broke off. The defective anchor was pulled and it actually came off very easily. Then the surgeon prepped a new hole with a slightly larger awl (used mfs awl, diameter 4.3 at the 25mm mark but only tapped it down to the first mark at 15mm) and repeated the anchor insertion. Upon tapping out the inserter, the anchor pulled out. A delay less or equal than 30 minutes were reported and the procedure was finished with a competitor device (swivellock, arthrex). No other complications were reported.